Manufacturer narrative:
A patient unable to set ipg into MRI mode was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient was unable to set the ipg into MRI mode due to high impedance on one of the leads, it is unknown which lead attributed to the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3228, UDI: (B)(4), serial: (B)(6), batch: 9005968.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2025, wherein the system was explanted and replaced to address the issue. Therapy was restored post-op.